Event description:
It was that the patient presented via a remote transmission showing episodes of non-sustained right ventricular oversensing. A review of the stored egm noted post-paced t-wave oversensing. Programming changes were discussed but not made at this time. No patient symptoms were reported.